Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited undersensing and loss of capture. The lead was suspected to be dislodged. The lead was explanted and replaced successfully. The patient was fine.